Event description:
User has called (B)(6), stating now the chair does not shut off. Additional non-reportable complaint for this device; the dealer alleged the left motor has issues for the second time on the left and the dealer has recently replaced the right. The dealer is alleging he now gets a 6 flash error code.